Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been experiencing high blood glucose for three days. Customer stated that the infusion set was changed on (B)(6) 2016 but blood glucose has continued to spike. Blood glucose value has gone over 400 mg/dl. Value at the time of the call was 433 mg/dl. Customer stated she delivered 1 unite into the air and insulin did exit. Customer was advised there might be a site related issue. The customer declined troubleshooting and stated she would change the infusion set and call back if issue persists.